Event description:
It was reported, that the ultrasonic bronchofibervideoscope had been insufficiently reprocessed. On-site service was scheduled. And troubleshooting had been performed. Advising to order the correct bw-400b cleaning brush. The issue occurred, during reprocessing with no reports of patient harm or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. An onsite specialist visited the place and detected that the customer was not using the bw-400b cleaning brush and was reprocessing with a different procedure than what is outlined in the instruction manual. The onsite specialist showed the customer the on-track cleaning checklist, which lists the bw-400b cleaning brush. She noted down the model number and plans to order this brush. The event can be detected and prevented by following the instructions for use: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.